Manufacturer narrative:
Quality-safety evaluation of ptc of ptc received on 26-sep-2016: ptc global number: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 6 months following the procedure she did not have a period. In the 6th month she started her first period. She was still bleeding and it had never stopped (interpreted as genital bleeding). She had constant pelvic pain. Her doctor agreed to remove her tubes but insisted essure was not the cause. She had the surgery and was still feeling bad. She still had a whole coil embedded in uterus (interpreted as device embedded) and three fragments (interpreted as device breakage). Fragments were in bladder (bladder perforation) and in the outside around of uterus (device dislocation to abdominal cavity). A hysterectomy was performed to retrieve essure inserts. She recovered from 95 percent of her symptoms. These events are listed in the reference safety information for essure, except for device breakage. According to the product technical complaint analysis, the possibility micro-insert breaking is an anticipated event. In this case, the exact date and mechanism of uterine perforation (device embedded), device dislocation, device breakage and bladder perforation were not known. Considering the nature of these events, a causal relationship with suspect insert cannot be excluded. Since uterine perforation and bladder perforation occurred, it cannot be excluded that pelvic pain and genital bleedings are related to essure. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0481, awareness date 14-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 in the hospital and came home with little to no discomfort. She did not have a period for 6 months following the procedure. She experienced severe cramping, breast tenderness, leg numbness and hair loss. In the 6th month she started her first period. The bleeding and pain were horrible. She began to gain weight rapidly, hair continued to fall out, skin rashes began, painful intercourse, constant pelvic pain, insomnia, night sweats and many more issues began. She had MRI's, ultrasounds, lab work and pelvic exams and was told everything was ok. She was still bleeding and had never stopped through that process. She was put on meds to stop bleeding and for pain. Nothing helped. She was a perfectly healthy woman with no issues before essure device was implanted. Finally in (B)(6) 2014 her doctor agreed to remove her tubes but insisted essure was not the cause. She had the surgery and was still feeling bad. She ended up in the emergency room and had x-ray done. The essure (that was supposed to be removed) was in her bladder and uterus. She had large masses in her uterus and large cysts on her ovaries pain of surgery for nothing. She went to a new doctor who knew right away that essure was causing her pain from the beginning and she underwent a hysterectomy in (B)(6) 2015 to fix the damage from the essure device. She lived in pain with no help for over a year. She had 7 scars and a lifelong reminder of what that has done to her and her family. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 6 months following the procedure she did not have a period. In the 6th month she started her first period. She was still bleeding and had never stopped. She also experienced constant pelvic pain. It was reported that her doctor agreed to remove her tubes but insisted essure was not the cause. She had the surgery and was still feeling bad. She ended up in the emergency room and had x-ray done. The essure was in her bladder and uterus. A hysterectomy was performed in order to fix the damage from the essure device. All these events are serious due to medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of uterine perforation and bladder perforation were not known. Considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 11-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 6 months following the procedure she did not have a period. In the 6th month she started her first period. She was still bleeding and had never stopped. She also experienced constant pelvic pain. It was reported that her doctor agreed to remove her tubes but insisted essure was not the cause. She had the surgery and was still feeling bad. She ended up in the emergency room and had x-ray done. The essure was in her bladder and uterus. A hysterectomy was performed in order to fix the damage from the essure device. All these events are serious due to medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of uterine perforation and bladder perforation were not known. Considering the event's nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up identified on 04-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (post# FDA-2014-n-0736-1407). Consumer reported that she was a healthy thriving (B)(6) woman when she had essure device implanted at the hospital under general anesthesia. According to her, before essure she had no medical history, she was in perfect health and had a 2 day menstrual cycle, very little bleeding and very little cramps. However, after she was implanted, she had no menstrual cycle for 5 months and experienced severe cramping, breast tenderness, leg numbness, painful intercourse, and weight gain. She went back to her implanting doctor several times complaining of these issues and was told that it could be the effects of the depo shot and sent home. After 5 months she began her first menstrual cycle and it did not stop. She bled for 6 months straight. During this time, she then went to her implanting doctor over five times for help. Her hair began to fall out, she began developing skin rashes, having fatigue and states that the pain was unbearable. She was given ultrasounds, MRI's (magnetic resonance images), tested for infections, and had blood work. She was told that nothing was wrong with her and she was fine, her blood pressure would bottom out, then the next visit it would be high. Finally, after 6 months of non-stop bleeding and pain, she begged for the doctor to remove the essure. Physician claimed that essure could not be causing her problems because it had no hormones but agreed to remove her tubes. 11 months after implanted, she had her first surgery to remove essure. She was sent home and told everything went perfect. However, a few weeks later she began experiencing extreme bloating and swelling in her abdomen and the pain was horrible. She went to her local emergency room where they performed ultrasound and x-rays. Consumer was told that she had a mass on her uterus and several large cysts on her ovaries and was sent home with pain medicine which she did not want. When consumer retrieved her medical records from the hospital she discovered that one whole coil and three fragments remained in her body. She immediately looked for a new doctor who was aware of problems that essure caused. After showing her medical records he decided that the only way to safely remove her essure device was a total hysterectomy, leaving her ovaries. After the surgery, consumer found out that one whole coil was embedded in her uterus (half and half out of her uterus). She had fragments in her bladder and around the outside at her uterus. In addition, consumer reported instant relief, and states that 95% of her symptoms have disappeared. Consumer also reported that she did everything right. She had her hysterosalpingogram placement test 3 months after her procedure and everything she was told by her health professionals. She had no underlying health issues before essure procedure and still she got sick. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 6 months following the procedure she did not have a period. In the 6th month she started her first period. She was still bleeding and it had never stopped (interpreted as genital bleeding). She also experienced constant pelvic pain. It was reported that her doctor agreed to remove her tubes but insisted essure was not the cause. She had the surgery and was still feeling bad. She found out through her medical records that she still had a whole coil embedded in uterus (interpreted as device embedded) and three fragments (interpreted as device breakage). Fragments were in bladder (bladder perforation) and in the outside around of uterus (device dislocation to abdominal cavity). A hysterectomy was performed to retrieve essure inserts. She recovered from 95 percent of her symptoms. All these events are serious due to medical importance. All these events are listed in the reference safety information for essure, except for device breakage. In this case, the exact date and mechanism of uterine perforation (device embedded), device dislocation, device breakage and bladder perforation were not known. Considering the nature of these events, a causal relationship with suspect insert cannot be excluded. Since uterine perforation and bladder perforation occurred, it cannot be excluded that pelvic pain and genital bleedings are related to essure. This case was regarded as incident due to essure-related surgical interventions performed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Additionally, non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.